Event description:
It was initially reported to boston scientific corporation that a radial jaw 4 hot single-use biopsy forceps device was to be used for hemostasis during a procedure within the large intestine performed on (B)(6) 2011. According to the complainant, the physician encountered resistance after advancing the device halfway through the scope for the first time. At that time, the nurse noted that the jaws were open based on the position of the handle, and attempted to close the jaws, but was unsuccessful; the handle could not be actuated. The device and scope were withdrawn from the patient in tandem. Subsequently, the device was found to be stuck within the scope. Reportedly, the device was inspected/tested prior to use and no anomalies were noted. The procedure was completed with another scope and radial jaw 4 hot single-use biopsy forceps device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. This event has been deemed reportable based on the investigation results; jacket/sheath damaged.

Manufacturer narrative:
Concomitant medical product: scope - olympus (B)(4). A visual examination of the returned device found a pronounced kink and jacket damage at distal section of the device. Additionally it was found that the coil had elongated near the clevis interface and that the jaws were misaligned. Functionally, the device jaws would open but could not close properly due to the coil damage and misaligned jaws. A dimensional analysis was performed of the jacket outer diameter; all measurements were within specification. No abnormalities were noted with the device riveting and welding which were within specifications. The condition of the returned incident device confirms the reported condition since the jaws were misaligned and could cause the jaws not to close properly. Additionally during device evaluation, it was found that there was pronounced kink and jacket damage at distal section of the device. The most probable root cause for this damage is operational context as excessive force was applied to the device due to anatomical or procedural factors. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot. (B)(4).